Event description:
Complainant alleged that during biomed testing, the device displayed a "dfib pad short" message with multi-junction cable not shorted. Complainant indicated that there was no pt involvement in the reported malfunction.